Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 14 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioflex meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation as the patient did not wish to be contacted by lfs. The patient could not specify when the meter issue occurred. It is unknown what medication, if any, the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the alleged meter issue occurred, he developed symptoms of ¿nervous and shaking¿ however it is unknown if he received any treatment. During troubleshooting the cca noted that there was no apparent misuse of the meter and the error 2 message appeared when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom suggestive of a serious hypoglycemic event after the alleged meter issue occurred.